Event description:
It was reported that a pt underwent a tonsillectomy procedure on (B)(6) 2010 and suture was used. The pt developed bleeding and required a re-operation to control the bleeding 6-7 days post-operatively.

Manufacturer narrative:
(B)(4) - bleeding occurred. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers. Batch bm8crmq0 mfg date: 11/18/2009, exp date: 12/31/2014. Batch cd8bkkq0 mfg date: 04/26/2010, exp date: 06/30/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.